Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual inspection did not find any anomalies. Mechanical inspection did not find any anomalies. Electrical inspection did not find any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were difficulties measuring the threshold and sensing. The lead was found to be dislodged. The lead was explanted and successfully replaced. The patient was in stable condition.